Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: display is dim; letters have a red hue. Black box shows time and date resetting to default following a power on reset. Pump time and date was set; pump exercised for 24 hours. The battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery found to be leaking. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on (B)(4) 2014.